Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), large intestine polyp ("colon polyp"), rectal haemorrhage ("rectal bleeding") and haemorrhoids ("hemorrhoids"). At the time of the report, the genital haemorrhage, large intestine polyp, rectal haemorrhage and haemorrhoids outcome was unknown. The reporter considered genital haemorrhage, haemorrhoids, large intestine polyp and rectal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: genital haemorrhage, hemorrhoids, large intestine polyp and rectal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.